Manufacturer narrative:
The infusion catheter was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, there is no evidence suggesting that the device/s was defective, but rather a procedure related event. Vasospasm is a known inherent risk of endovascular procedure and is documented in our devices instruction for use (IFU). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿metastatic epithelioid angiosarcoma after thrombolysis of an occluded ulnar artery¿ jordan m. Gutovich, md, marc l. Friedman, md, bonnie balzer, md, phd, katherine m. Haker, md, charles a. Forscher, md, thomas j. Learch, md. Medtronic received the following case report: the patient presented to the emergency department complaining of acute pain, coldness, and difficulty squeezing his left hand. History included a living donor kidney transplant 4 years prior for kidney failure secondary to hypertensive glomerulosclerosis, as well as previously placed left radial-cephalic and left brachiocephalic av fistulas prior to his transplant. It is unknown when these fistulas were created or how long the patient received hemodialysis. The patient was maintained on cyclosporine 100 mg b.i.d., mycophenolate 500 mg b.i.d. And prednisone 5 mg daily posttransplant. Physical examination demonstrated cyanosis and mild edema of the left hand. There was no left ulnar or radial pulse and the hand was cold. Pain was localized to the palm. Duplex ultrasound revealed a chronically occluded left radial artery and acute thrombus occluding the distal left ulnar artery. Mobile thrombus was present in the antecubital portion of the brachiocephalic fistula. Left subclavian, axillary, and brachial artery angiography were normal. There was a 70% focal stenosis of the brachial artery at the antecubital fossa. The radial artery was occluded in the mid-forearm, with collateral reconstitution at the wrist and run off into the deep palmar arch. The ulnar artery demonstrated runoff in continuity up to the level of the wrist, where a fixed intraluminal filling defect occluded antegrade flow. Percutaneous transluminal angioplasty (pta) of the left brachial artery stenosis was performed balloon catheter (non-medtronic device). Following advancement of a .014-inch guidewire (non-medtronic device) into the distal ulnar artery, a 100 cm cragg-mcnamara infusion catheter was advanced into the distal left brachial artery with the tip positioned just above the angioplasty site. A micromewi infusion catheter was advanced in coaxial fashion. Alteplase was initiated at 1 mg/hour, with 80% of the dose infused through the micromewi infusion catheter and 20% of the dose infused through the cragg-mcnamara. After catheter-directed thrombolytic therapyfor 21 hours, the left hand remained cool, with no palpable pulse at the left wrist. Injection of the catheter showed lysis of the occlusive clot in the distal ulnar artery, but also new vasospasm of the ulnar artery around the catheter system. After intra-arterial administration of nitroglycerin failed to change the angiographic appearance, a guide wire (non-medtronic device) was advanced through the critical ulnar artery stenosis, over which a 3 mm x 12 cm balloon catheter was passed. Percutaneous transluminal angioplasty (pta) was performed over the mid-distal ulnar artery. The final angiogram demonstrated brisk antegrade flow through the ulnar artery, with opacification of superficial and deep palmar arches and digital arteries to all 5 digits. A strong left ulnar artery pulse was palpable and the left hand was warm, with good capillary refill. Nine months later, the patient presented with a painful mass in his left forearm. A CT scan of the left forearm demonstrated an aggressive lytic lesion of the distal radial metaphysis and a second lesion in the mid radial shaft. There was no known primary tumor to suggest metastatic disease. Open biopsies of the left distal radius and soft tissue of the left hand were performed. The specimens displayed small slit-like vascular channels, a chondromyxoid matrix, and intracytoplasmic lumina lined by endothelial tumor cells showing severe cytologic atypia with increased mitoses. The tumor cells were immunoreactive with cd31 and cd34 in a membranous pattern and fli-1 in a nuclear pattern. Pankeratin ae1/ae3 and hhv-8 were negative, supporting a diagnosis of eas. A subsequent metastatic workup, which included a CT scan of the chest demonstrated patchy reticulonodular densities, but no suspicious findings. Chemotherapy with docetaxel was initiated. Despite chemotherapy, at 2 months, worsening pulmonary reticulonodular densities and a mass abutting the right heart had developed. Surgical resections revealed metastatic epithelioid angiosarcoma. After 2 years of episodic chemotherapy, he developed biopsy-proven brain metastases and died. The current report describes metastatic eas after angioplasty of a stenotic left brachial artery and thrombolysis of an occluded left ulnar artery. No preprocedural findings were initially present to suggest an underlying malignancy. However, it is conceivable that tumor may have been present in the av fistula and may have embolized to occlude the left ulnar artery. Angioplasty of the stenotic brachial artery and thrombolysis of the ulnar artery may have caused showering of tumor emboli that ultimately led to metastatic disease.